Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device deformation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with unspecified mentor gel breast implants and experienced device deformation on an unspecified side postoperatively. As a result, the patient underwent breast revision surgery to fix the device. The physician mistakenly punctured the device so the patient underwent device removal and replacement with an unspecified gel breast implant on (B)(6) 2021.